Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The cause of the reported event could not be determined; however, this type of damage is most likely related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the electrode. "Inspect the hf-resection electrode and the hf-cable warped electrodes, defective insulation and cracked or irregular cutting loops represent a danger to the patient and the surgeon. Never try to bend irregular cutting loops into shape. Inspect the hf cable for defective insulation. Do not use defective instruments. When attaching the electrode and when checking the locking of the electrode, make sure not to pull too forcefully. Otherwise the electrode may be damaged." As part of our investigation, olympus made multiple attempts to follow up with the facility regarding the reported event, but no additional information was obtained.

Event description:
Olympus was informed that during an unspecified procedure, the loop broke off and fell into the patient. The device fragment was retrieved with an unknown device. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. A visual inspection found the electrode loop missing and completely broken off at the distal tip with minor burn stains observed on the posts of the electrode. The broken loop portion was not returned back to olympus for investigation. Due to the broken loop at distal tip no continuity testing could be performed. The most likely root cause for the reported event can be attributed to excessive force being applied to move tissue during the procedure, resulting in the loop breakage. The instruction manual warns users: ¿before use, read this manual, the olympus endoscopy system guide, and the manuals for all other equipment which will be used during the procedure. An insufficient understanding of the dangers, warnings, cautions, and information in these manuals can result in death, serious injury, or equipment damage.¿